Event description:
It was reported that during the implant procedure access could not be gained so an implantable pacemaker was attempted to be used as an external pacer until another system could be implanted. However, the device would not pace so the device was not used and was switched out for another device. It is off label use to use implantable devices in this manner. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.